Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok and down arrow keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad and noted it was worn. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a damp cloth and mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the down arrow and contrast key contacts.